Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needs corrective maintenance. There was no patient involvement.

Event description:
The customer reported they need corrective maintenance following preventive maintenance. There was no patient involvement.